Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for serial number (B)(4) from 04-dec-2016 through 04-jan-2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The st aia-pack cea (carcinoembryonic antigen) specifications, under specimen collection and handling: serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives (red top tube). Store at 18-25°c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. Sst or gel tubes have not been validated. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18° - 25° c) and mix gently. The sample required for analysis is 100 micro l. Under evaluation of results also states the following: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, two levels of controls are run in order to accept the calibration curve. · the two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack cea, the highest concentration of carcinoembryonic antigen measurable without dilution is 100 ng/ml, and the lowest measurable concentration is 0.5 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 50 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 100 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for carcinoembryonic antigen. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most likely cause of the reported complaint was due to out of stability patient sample and incorrect tube used for storage.

Event description:
On (B)(6) 2018, a customer reported getting lower than expected carcinoembryonic antigen (cea) result of 2.3 ng/ml and 2.2 ng/ml (reference range for non-smokers: less than or equal to 7.2 ng/ml, smokers: less than or equal to 14.5 ng/ml) on a patient sample with the aia-900 instrument. Customer noted ran the same sample on (B)(6) 2017 and the result was 5.7 ng/ml. Customer reported the sample has been refrigerated since (B)(6) 2017. (Samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below for up to 60 days.) There is no indication of any adverse effect to patient management and no erroneous results were reported out of the lab. On 02-feb-2018, technical support specialist (tss) followed-up with the customer and was told that they have not observed any issues. The patient treatment was not affected. Cea quality control (qc) results have been within range. Customer noted that they have stopped freezing the samples in serum separator tubes and will use pour off tubes instead for any samples being frozen. Customer stated will make sure all samples are mixed after they thaw as part of their process.